Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer declined the troubleshoot for the low blood glucose. The device will not be returned for the analysis.